Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the batteries is not holding charge. During transportation the battery will not last very long, and had to be aborted. The unit was plugged back into ac power. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the battery was installed on august 2023. And the lot number of the battery removed from the instrument is 0011193821. The displayed battery charge indicator and battery alarms were working appropriately.

Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. Service technician observed battery to last 8 minutes with both battery voltages measuring above 13vdc. The issue was resolved by replacing the batteries to correct problem of batteries not holding a charge. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.